Manufacturer narrative:
Medwatch sent to FDA on 8/16/2016. Additional information: describe event or problem.

Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 08/11/2016. Additional information: describe event or problem, relevant tests/lab data.

Event description:
Additional information: the patient was reviewed again and is getting better.

Manufacturer narrative:
Medwatch sent to FDA on 7/6/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of red on skin surface, full face swelling and hardness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips and juvéderm voluma with lidocaine in the marionettes. On the following month, the patient was injected with juvéderm voluma with lidocaine in the cheek and nasolabial fold as well as juvéderm volbella with lidocaine in the lips. Prior to injections, the patient was "clean with alcohol swab" and given ice post injection. About two months later, the patient developed "red on skin surface." Patient was treated with antibiotics and steroids that day. On the next day, the patient had "red, swelling in periorbital." On the day after that, the patient had "full face swelling, hardness on injection area." Patient was seen again about 2 weeks later and symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00507 ((B)(4)), MDR ID #3005113652-2016-00508 ((B)(4)) and MDR ID #3005113652-2016-00509 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm ultra xc.